Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approx seven years ago. Aneurysm and vessel morphology at the time of implant is unk. Currently vessel morphology was reported as there was no tortuosity and no calcification in the iliac arteries. The pt presented at a routine f/u and the CT revealed a type iii endoleak, fabric in the right iliac limb. The pt was treated with coils for a type ii endoleak on an unk date. The physician could not determine the cause of the type iii endoleak, fabric. The pt was treated with an aneurx (B)(4) limb and the endoleak was resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak), (type ii endoleak).